Event description:
Device malfunction: premature stent deployment. Time of malfunction: while backloading the stent. Symptoms/ae: none. It was reported that after device prep, while the xpert stent was being loaded onto the guidewire (gw), the physician noticed the stent had partially deployed. Reportedly, the physician verified that the tuohy borst valve was in the locked position before gw insertion. There was no reported pt adverse effects. Though requested, there was no add'l info available.

Manufacturer narrative:
Evaluation summary: the device was returned as a complete unit for investigation. Evaluation of the returned device found the stent was partially deployed by 3 strut rows. The delivery system metal shaft was kinked close to the luer lock. During testing the stent was fully deployed; neither the stent or the stent shaft area showed any abnormalities. We could not determine a specific root cause for the shaft kink nor the premature partial stent deployment based on the investigation findings. A review of the device history record for this lot did not reveal any nonconformity which could have contributed to this complaint.